Event description:
It was reported that shaft break occurred. The target lesion was located in the left main, left anterior descending and circumflex arteries. A 3.50 x 32 synergy drug-eluting stent and a 2.00mm x 12mm apex balloon catheter were advanced for use. However, during procedure, the shafts broke outside of the body. The devices were completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.